Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the burn marks on the distal end cover is assessed to be contact between the distal end cover and an activated electrode. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the evaluation that the bronchovideoscope distal head was burnt. There were no reports of patient involvement.